Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation and the customer's complaint was confirmed. Service found the image would intermittently display due to a faulty cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the reported issue was likely due to a communication failure that occurred due to the faulty cable unit. The root cause of the cable unit failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the biomedical technician at the user facility that the high definition autoclavable camera head is "losing the image" during preparation for use. No patient involvement or harm was reported.